Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that myocardial infarction and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, index procedure was performed. Target lesion was a de novo long lesion located in proximal to mid right coronary artery (rca) with 90% stenosis and was 38mm long with a reference vessel diameter of 3.00mm. Target lesion was treated with pre-dilatation and placement of a 2.75mmx38mm promus element plus stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on clopidogrel and aspirin. In (B)(6) 2015, the patient was diagnosed with acute coronary syndrome and patient was hospitalized on the same day. Patient's cardiac enzymes were elevated. One day later, coronary angiography was performed and revealed 80% isr of the previously placed 2.75mmx38mm promus element plus stent which was treated with cutting balloon angioplasty, resulting in 10% residual stenosis. In (B)(6) 2015, the event was considered recovered and the patient was discharged on clopidogrel and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2015, the patient presented due to unstable angina and medication was given to treat this event. Five days later, the event was considered resolved and the patient was discharged. In (B)(6) 2015, the patient presented with one week-history of radiating chest pain. Cardiac enzymes were noted to be negative and chest x-ray showed no confluent pulmonary infiltrate or pleural effusion. Electrocardiogram (ECG) showed sinus tachycardia and the patient was referred for cardiac catheterization. Two days later, coronary angiography was performed and revealed a 80% in-stent restenosis (isr) of the study stent located in the mid rca. The lsr was treated with balloon angioplasty and placement of 3.0mmx15mm non-bsc drug-eluting stent with 0% residual stenosis. On the next day, the event was considered resolved and the patient was discharged on aspirin and prasugrel with consideration of scheduled intervention to the lcx as an outpatient procedure in the near future.